Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced moving or flipping of the device whenever lying down. The patient presented for pocket revision and device was sutured to the muscle to limit the movement in the pocket. The patient was stable before, during and after the procedure.